Manufacturer narrative:
Samples received: 27 unopened pouches and 1 open pouch with the needle detached and the thread still wound on the pack. Analysis and results: there are no previous complaints of this code batch. 11,196 units of this code batch were manufactured and distributed in the market. There are no units in stock. Received 27 unopened pouches and an open sample with the needle detached from the thread and the thread still wound on the pack. One of the 27 closed samples received does not fulfill tightness test. When checked the aluminum foil it was noticed a defect in the right bottom part of the pack. Knot pull tensile strength of this unit has been analyzed and the result is 0.09 kgf. This value does not fulfill the OEM requirements. The open sample received with the detached needle has the same defect in the aluminum pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: a corrective/preventive action has been opened in the system:

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: malaysia. It was reported that when the package was opened the needle was detached from the thread.